Event description:
Complainant alleged while attempting to treat a patient in cardiac arrest (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician resecured pads, then obtained another set of electrode pads to continue treating the patient with no change. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs were reviewed for evidence that the device failed to detect pads; however, no errors indicating a device malfunction were identified. Although log entries showed toggling of the defibrillation cable ID, this behavior is not indicative of a device failure and is more consistent with an accessory or connectivity issue, such as improperly connected cables, adaptors, or pads. A successful short self-test was completed shortly after one of the logged events, indicating the issue resolved without device intervention. There was no evidence in the logs that pads were applied to a patient. The returned device underwent bench handling, stress, and functional testing with test accessories and passed all evaluations without reproducing the customer's report. The customer's accessories and pads were not returned for analysis; therefore, being related to an accessory-related condition cannot be ruled out. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.